Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, abdominal pain, and vomiting. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The day after the peritonitis onset the patient was treated with injection meropenem (1gm. Every day, intraperitoneal, ongoing) and injection vancomycin (1gm, every 5th day, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b2, b5, b6 and b7. B5: upon follow-up, it was reported that the same day as peritonitis onset, the patient was hospitalized. Antibiotic treatment with meropenem and vancomycin was discontinued after four days. Six days after event onset, the patient was treated with injection amikacin (500 mg, intraperitoneal, once a day, for eleven days) and injection imipenem (1 gm, intraperitoneal, once a day, for eleven days). It was reported that the patient was discharged thirteen days after hospital admission and was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.